Manufacturer narrative:
Investigation summary received one (1) used 142560488 primary plum set for inspection. As received, no damage or anomalies noted. The set was leak tested per specifications and no leakage was observed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of a leakage cannot be replicated or confirmed.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported there was a leak at tubing connector. No drug was involved in the event. There was patient involvement, but no patient harmed. There was no unprotected drug exposure to patient or healthcare providers.